Event description:
The pt stopped feeling stimulation after the last time she charged her implantable neurostimulator battery, about 3-4 weeks ago. The pt had pain in her leg, which was described as "controlled". The implantable neurostimulator was possibly flipped. The device may have been sitting on a nerve. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B) (4).